Event description:
It was reported that the patient underwent a surgical procedure to have their inflatable penile prosthesis (ipp) replaced due to patient dissatisfaction with its appearance. It was noted that the distal tips were uneven and that the previous measurements were not placed appropriately. There were no patient complications reported.